Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant procedure, the right ventricular lead was difficult to position. The lead exhibited high capture threshold and high impedance. The lead was attempted to be repositioned several times but were unsuccessful. The lead was not implanted and replaced. No patient symptoms were reported.

Event description:
New information states that the patient was in stable condition.